Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported during an unspecified robotic case the laparoscopic jaw broke inside the patient. The screw from the device was unaccounted for and the patient required an additional x-ray to find the missing screw. The retained broken jaw was retrieved by another grasper. The procedure was then completed as planned. The patient's outcome was medically stable. The device has been in service for two months, but no specific number of times the device has been used prior to this event.

Manufacturer narrative:
(B)(4). One (1) (B)(4) ta device set was received for evaluation. Evaluation by the product engineer and the quality engineer confirmed the reported failure. On visual observation of the returned device, the device jaw was completely separated from the actuating rod. All parts were intact with the exception of part 92-0766 which is the 5mm linked stepped pin. This pin was not returned with the device. During assemble of this device the linked pin is inserted into the rod and gets locked into the pivot screw which is connected to the jaw. There is no further processing or manipulation of this pin when installed. As all the parts were still intact the suspect part was the pin. As part of the investigation we reviewed the incoming records for the pin and reached out to the supplier of the pin to retrieve all of the material inspection plans and material certificate. As this was the same part number and lot number for the pin associated in previous complaints this part of the investigation had already been completed in 2015. Per supplier and bd, the inspection records were verified that the material certificate met all print requirements (dimensions, tensile testing, edge breaks, no cut burrs) for the part. The customer did not provide any additional information on the reprocessing temperature and cleaning / sterilization methods that were utilized. The customer indicated that the device has been in service for 2 months. They did not provide the specific number of times the device has been used prior to this event. A review of the device history records (DHR) revealed that all of the raw material parts incoming records were reviewed and there were no non-conformances. The DHR review revealed that the devices were manufactured per required specifications and passed all acceptance criteria for release. A review of the suspect stepped 5mm link pin revealed it is used across multiple product lines. There have not been any reports of broken or sheared pins reported from this part 92-0766 across the product lines until this event and a couple previous complaints. The lot # of the pin, 14224016 was reviewed. There was (B)(4) units release for use on september 10, 2014. Out of the (B)(4) released there no longer remains a balance as of july 2016 of this lot with reports of 3 defective pins one (1) from this complaint and one (1) each from the other complaints. Review of the stack up tolerance conditions between the clevis opening minus the two links and actuating rod at least material conditions (lmc), verified that the pin cannot fall out if all parts are intact. Based on this review it was concluded that the missing pin must have sheared off from excessive force. In conclusion, we were unable to determine exactly how this device became damaged and pin to shear/break off. It would take a lot of force to break this pin and disconnect from the jaw. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. We were unable to determine exactly how this device became damaged but based on the results of investigation it appears the pin may have been broken off/ became missing due to some type of force and / or overstress during handling. It has been recommended to review the product information, IFU (B)(4) for care, handling, and maintenance of this surgical device. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received 10aug2016: (B)(4): a carefusion dorsey laparoscopic instrument broke at the jaw pivot point while in use. The small pin that holds the inner portion of the jaws together was noted to not be in the instrument tip. It was searched for in the operative space and was not found. An x-ray was done per protocol and the radiologist said the abdomen was clear of foreign bodies. The device will be returned to the manufacturer for failure analysis. What was the original intended procedure: robotic assisted total proctocolectomy with ileoanal j pouch and diverting ileostomy. Device usage problem. Device failed (e.g. Broke, couldn't get it to work or stopped working). Product code reported is sp94-115. The patient was reported to be (B)(6). (Product problem, other serious (important medical events)) 11aug2016: the customer reported, it looks like this device was already returned to bd via (B)(4) and (B)(4). There was no harm to the patient. The pin was the only piece not accounted for on the device. We do not know the number of times this device has been used. The rest of the questions I can't answer as the device has been returned. The maude report was initially reported in another record due to the product code not matching, however, the customer verified this was the same event.